Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21732. It was reported that an asymptomatic patient presented to a follow-up in-clinic with noise over-sensing on both the atrial and right ventricular leads. The leads were capped and replaced on (B)(6) 2020. Patient was stable after the procedure.